Manufacturer narrative:
UDI not available as product manufactured before 9/24/2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was brought into the lab for atrial lead replacement. The atrial lead impedance was out of range, the capture threshold had risen and there were episodes of inappropriate mode switch due to noise on the atrial lead. The atrial lead was capped and replaced on (B)(6) 2021. The patient was stable throughout the procedure.